Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined. Labeling indicates: the dexcom g5 was not evaluated or approved for the following persons: pregnant women.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted at the abdomen on (B)(6) 2018.

Manufacturer narrative:
Sr-(B)(4).

Event description:
Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.